Manufacturer narrative:
Date of initial report : (B)(6) 2017. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, tissue damage/ripping occurred from the jaws of the device. There was no blood loss. No patient injury was reported.